Event description:
Customer reported a needlestick injury. They allege that the event was due to the needle not locking into the safety position.

Manufacturer narrative:
Add'l MFR narrative and eval summary. Customer reported a needlestick injury. They allege that the event was due to the needle not locking into the safety position. One used infusion set was returned for eval. Visual examination revealed that the safety arm was in the up position with the needle straight and fully captured. Physical examination found the system to function as designed. Critical dimensions conformed to the MFR specs. Unable to determine the cause of the customer's complaint.